Event description:
It was reported that information was received from a patient (pt) regarding an external device. The pt had a frayed recharger antenna cord. The pt stated that the fraying started a couple years back and they put electrical tape over the cord but now it is worse. An email was sent to repair to replace the frayed cord. Patient mentioned that lately they have been feeling some discomfort from the stimulation, even after the shock wears off. Patient said if they turn the voltage up, the discomfort becomes real. Agent asked patient if they are comfortable, the patient stated yes.

Manufacturer narrative:
Continuation of d10: product ID: 37791; serial#: unknown; product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.